Manufacturer narrative:
Continuation of d10: 407652 lead implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's power of attorney that the day after the cardiac resynchronization therapy defibrillator (crt-d) implant, the patient suffered a stroke, aphasia, apraxia. More recently, the patient had to be hospitalized for "early heart failure". Upon interrogation of the crt-d, brief episodes of "fibrillation" were noted that did not stimulate a shock. "Over a week before, the patient had 3 different episodes witnessed by different people". No shock delivered according to interrogation. "The patient didn't feel like he was in fibrillation, it was for seconds. Interrogation did show brief periods of fibrillation and there was a muffled sound, I heard and the speech therapist heard also. Will this occur when he has fibrillation". The crt-d remains in use. No further patient complications have been reported as a result of this event.